Event description:
It was reported that approximately 3 months post stent implantation, the patient began to experience rash and itching, which started on his right arm, spread to his left arm and then torso and lower extremities. The rash eventually covered about 80% of his body. Patient was seen in the emergency room and referred to his primary care physician. Patient was then seen by his cardiologist. Antiplatelet medication was changed from effient to brillinta, with no changes noted in symptoms, and finally, brillinta was discontinued. Patient continued to take aspirin. Patient was seen by a dermatologist, who started the patient on a 5-day course of prednisone, and then a 30-day course of prednisone. Patient tried over-the-counter benadryl; however, benadryl, prednisone and antiplatelet changes had no effect on his symptoms. Dermatologist has taken 5 biopsies in an attempt to determine the cause of the patient's suspected allergic reaction. Patient continues to be seen by his primary care physician, cardiologist, dermatologist and allergist. No additional intervention has been performed. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant: estimated. There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity (allergic reaction), as listed in the xience everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.